Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and there was no abnormality of the device. Omsc checked the log file of the device and there was no abnormality. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Omsc surmised that the reported phenomenon was occurred due to the circuit board of the device did not work properly temporarily by some cause.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, when the user selected the average iris mode, wash-out of the patient's tissue in the endoscopic image occurred. The user replaced the enf endoscope to another enf endoscope but the image did not come to normal. The user completed the procedure by using the device. Olympus inspected the device and found that an endoscopic image was flickering on the monitor by failure of the video connector socket of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.